Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012- 04214 and 2210968-2012-04218. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted concurrently with removal of eroded vaginal mesh, revision of abdominal sacrocolpopexy, partial omentectomy and closure of vaginal defect of the posterior vaginal wall due to erosion of vaginal mesh, sui and pop.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that the patient underwent a posterior repair, enterocele repair, perineoplasty and cystoscopy on (B)(6) 2013, due to enterocele, rectocele and obstructive defecation. It was further reported that the patient had an exploratory laparotomy and bso on (B)(6) 2011, due to presence of a pelvic mass. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 06/16/2016. Additional information: age/date of birth.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary urgency, hematuria, nocturia, urinary incontinence, rectocele and cystocele.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. The patient also underwent a mesh revision on (B)(6) 2003. No additional information is provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012- 04214 and 2210968-2012-04218. The same patient is represented in each medwatch.